Event description:
Account experiencing getting discrepant results for multiple assays for multiple pt samples. Only the following examples were provided: pt 1, initial magnesium gave 7.5 mg/dl; repeat gave 3.5 mg/dl. Pt 2, initial magnesium gave 5.8 mg/dl; repeat gave 3.4 mg/dl. Erroneous results were not reported. The field service rep determined the cause to be due to a clogged vacuum line, and cleaned the line. Performance tests were performed and within specs.